Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(4) 2010. During the procedure, 3/4 of the way through the case, the blade failed to deploy from the hand piece. A second device was used and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.